Event description:
It was reported, the patient¿s device reset after a MRI. The nurse was able to reset the stimulator. The patient needed another MRI.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v866984, implanted: 2011-(B)(6), product type: lead. (B)(4).